Event description:
Procedure: laparoscopic rectum ablation with deep anastomosis. According to the report: the "bolt" could not be moved out completely. An artificial hole in the intestine per ultrasound and the "bolt" had to be inserted endoscopically above the abdomen and connected with trouble with the device. Normally the "bolt" should be inserted transanal with the device. The intestine could be compromised as it was ripped too far and then an anastomosis would not be possible anymore. Indeed at the release of the clips they had trigger, but the clamp seam row is very high, so that no density of the anastomosis is assured. The patient required an ostomy and will need a further surgery in three months.

Manufacturer narrative:
Date initial report sent: 9/14/2009.